Event description:
I had an inguinal hernia repair done in (B)(6) 2009 where ethicon mesh was used. A small ultrapro plug with lot number ap8dlgao expiration dates 2010-2012 is the mesh type. I started having pain in the area again approximately 1 year later (B)(6) 2011. I spoke with the doctor who placed it and was given the option to see a pain management doctor. At that time, I didn't know what was causing the pain again. By (B)(6) 2012, the pain was daily and to the point I had to take a leave from work. I seen my family doctor, the surgeon and my kidney doctors to rule out any problems with my kidneys. No one could give me any answers about the pain. I also seen obgyn to rule out female nerve damage. I received multiple medications to treat nerve pain, none which helped. Then we moved to nerve injections and neurolysis. Some helped a little, some didn't. I finally saw another surgeon regarding the mesh and decided to have mesh removed. The mesh was entangled in the tissue and the ilioinguinal nerve. Since then I did have some relieve in pain, but I am limited in what I can do if I don't want to have excruciating pain, however trying to work as a nurse, this is hard to do at work. I am still being treated by a pain doctor and most recently a neurostimulator implantation device trial occurred. I believe the mesh failed and should be looked into for other cases. The pain has disrupted my life to the point I couldn't work for 11 months and I still am limited in the hours(days) I can work due to pain. I have pain in my right groin area daily. I may have to go on disability due to lack of further treatments. The neurostimulator trial may ruled out due to complications. Another MRI has been ordered before anymore discussion of placing permanent neurostimulator. The pain has caused great stress and nausea to the point I lost approximately 50 lbs.